Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The central processing unit (cpu) cover had stripped threads. The fse replaced the cpu cover (customer provided part) and the issue was resolved.

Event description:
It was reported that the unit became loose from the stand. There was no patient involvement. The event date was not specified; estimate used.